Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs #: 1225714-2014-04675, 1225714-2014-04699 and 1225714-2014-04700.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6), 2012.